Event description:
It was reported that 10 hours after initiation of continuous renal replacement therapy (crrt), air was recognized in the system when connecting the multibic bag to prismaflex machine. The nurse noticed that there was a crack in the blue cone (connector) of the multibic bag. The treatment was discontinued and restarted after replacement of the multibic bag. The patient¿s estimated blood loss was approximately 150ml. The patient recovered completely from the blood loss.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. The failure was described as component defect. The investigation was conducted based on the complaint description. There are several potential causes for the described failure. According to the description, the failure was detected during treatment. A damaged connector is most likely caused by rough transport or handling. During production, the bags would have been discarded by in-process control. In this case, a classification based on the available data is not possible. The batch documentation of the stated batch number does not contain an indication for a production or material fault. Due to this fact and the limited availability, no retain sample was ordered from stock. The described failure is adequately addressed in the instructions for use (IFU) and/or on the label. There is no indication that the reported failure relates to falsification. Based on the investigation, a product related risk can most probably be excluded. Therefore, no risk assessment was performed. There was no other complaint reported from this batch number. Based on the available data, the failure mode cannot be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that 10 hours after initiation of continuous renal replacement therapy (crrt), air was recognized in the system when connecting the multibic bag to prismaflex machine. The nurse noticed that there was a crack in the blue cone (connector) of the multibic bag. The treatment was discontinued and restarted after replacement of the multibic bag. The patient¿s estimated blood loss was approximately 150ml. The patient recovered completely from the blood loss.